Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? It was indicated that three attempts were made to tie the knot, but all were broken. Could you please clarify if the three attempts were done with the same suture or three different sutures broke when the doctor tie the knot? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on 24 dec 2023 and suture was used. The parturient suffered a perineal laceration after giving birth, which was sutured by the doctor. During the procedure, the suture broke as soon as it tied a knot. Three attempts were made to tie the knot, but all were broken. Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested but unavailable.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 2/26/2024. The following information was received: after investigation, the patient was a 28-year-old female who underwent perineal laceration repair at the hospital on (B)(6) 2023 due to "postpartum perineal grade I laceration". During the surgery, the surgeon used vr917 for tissue sewing in the way of interrupted suturing (the specific sewing tissue was unknown). The suture broke three times during sewing and knotting. The surgeon then immediately replaced with a new suture of the same batch to continue the sewing. The subsequent surgery went smoothly. This event led to increased wound oozing (specific increase of oozing volume unknown) and prolonged surgery time (specific extension time unknown). No subsequent adverse event report was received. The following information was requested: did one suture break three times during the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested, but unavailable: the information indicates the suture broke three times during suturing. Did one suture break three times during the procedure?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.